Manufacturer narrative:
It was reported that "the hi-lo motor for the bed is no longer attached. Customer was only able to locate one of the screws, the threads inside of the motor that the screws go into are stripped". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "the hi-lo motor for the bed is no longer attached. Customer was only able to locate one of the screws, the threads inside of the motor that the screws go into are stripped."